Event description:
It was reported that the patient¿s implantable cardioverter defibrillator exhibited post-paced t-wave oversensing, observed on stored egm. It was noted that the oversensing occurred only during the automatic threshold search. Oversensing event was observed during the in clinic threshold search as well. The device was reprogrammed. The patient did not experience any symptoms.